Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer states, he received a button error alarm. No blood gluco information given. After troubleshooting, customer was advised insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. However, the insulin pump had intermittent button response due to moisture damage on the keypad traces. The device was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, cracked reservoir tube, cracked belt clip slot and stained end cap sticker.